Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/10/2016 with the following findings: investigation revealed a cracked battery compartment and an unresponsive audio bolus button. The audio bolus button cover was damaged and the button slug was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and an unresponsive audio bolus button. This report is made based on results of investigation completed on 05/10/2016.